Manufacturer narrative:
(B)(6).

Event description:
It was reported that when using the hipvac 50 during procedure, a piece of the electrode broke off, the piece was removed with grasper. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification shows extensive screen wear and electrodes wear with scratch/scuff marks and discoloration on the spacer and cap. Most of the screen is detached and not returned with the device. There are no manufacturing abnormalities visually observed with the returned device. The returned device had no functionality and registered an error e-7 when plugged into a known good quantum controller. The error was by-passed and the device is producing plasma on ablate/coag settings on the remaining parts of the electrode. The suction line was tested and performed as specified. The complaint was verified, however the root cause could not be determined with certainty since the device was comprehensively used. Excessive wear of screen/electrodes could be a result of vigorous use against bony surfaces. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.